Manufacturer narrative:
This product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the reason for repair is the unit alarms not functional. The key failure is power switch has no alarm function.